Event description:
"The pt underwent laminectomy and exploration for micro surgical untethering of spinal cord, and required revision of wound about a month later. Another month later, the pt was readmitted to hosp and underwent a third surgical procedure for exploration and debridement of wound and irrigation. Bioglue was used at the time of the 2nd surgical procedure. The pt was treated with meropemen, vancomycin and ampicillin. The pt's wound and tissue culture were positive for staph aureus..." Per medwatch report from hosp. "The pt returned to the or about a month after the final surgery for re-exploration of the lumbar excision with resection of the alloderm graft and reclosure of the cerebral spinal fluid spaces. Pt's allograft tissue culture was positive for staph aureus." Per medwatch report from hosp.

Manufacturer narrative:
MFR is attempting to obtain add'l info and the investigation is ongoing. Any add'l info will be included in a follow-up report.